Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the device tissue pad was worn with metal exposed. There was a trace of contact with the probe on the non-insulated part. There was a mark on the tip of the probe that had come into contact with a non-insulated part. Coating on the probe was peeling. When checked with test devices usg-400, esg-400, and td-tb400 with a probe check, there was no abnormality. Seal short-circuit error (error code: u511) did not occur when the gripper was closed and seal mode output was performed. However, it is to be noted that since the tissue pad wears out when the seal and cut output is used, the seal output is checked. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for evaluation for the issue of an u508 seal and cut short circuit error message received for the device on the generator multiple times. Approximately two hours into the procedure the device was replaced with a new device of the same model number, and the procedure completed without any delay. The patient did not need to be given additional anesthesia. Total procedure time between two to five hours. There is no harm or adverse impact to the patient. Device settings were seal and cut 1, seal 3. The intelligent tissue monitoring (itm) setting was on during the procedure. The device was inspected prior to use with no anomaly noted. The connections to the generator were checked. The transducer cords and other medical device cords were not bundled together. The doctor is skilled in the use of the device. Upon evaluation of the returned device, it was observed that the device tissue pad was worn with metal exposed. This medwatch is being submitted for the reportable issue of the tissue pad being worn and exposing metal as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. During seal & cut output, the tissue pad was severely worn because nothing was gripped between the gripper and the tip of the probe (including after the tissue was cut). 2. The tip of the probe came into contact with the non-insulated part due to the wear of the tissue pad. 3. A seal & cut short circuit error occurred because the seal & cut output was performed while the non-insulated part was in contact with the probe. In addition, contact traces were formed. The following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.